Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 20f sheath hole prior to an abdominal endoprosthesis interventional procedure. Reportedly, the knot of the proglide "did not come down and was stuck in the device" which prevented suture retrieval and continuation of the steps. The sutures of two new proglide devices were successfully pre-placed. The abdominal endoprosthesis interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event is estimated.

Manufacturer narrative:
B3: date of event is estimated. Visual inspections were performed on the returned device. The reported failure to fire could not be tested as some device components were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.